Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon investigation the trunk cable connector latches were cracked and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt (B)(4) for an unrelated issue, a reportable problem was observed. The electrode belt was unable to securely connect to a monitor.